Event description:
It was reported that the user received a low glucose alert recorded at 40 mg/dl around the time an older continuous glucose monitor (cgm) sensor detached, and subsequent review suggested the low readings were likely inaccurate due to the sensor falling off. Oral glucose was taken as treatment and troubleshooting and education were completed for a failed cgm sensor and low glucose alert. Investigation of this case revealed no findings available due to insufficient information, and the cause was not established. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.